Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication livanova learned that the water quality monitoring is applied according to the IFU only if the strips are available at the hospital. When the strips are not available the monitoring of the water quality is not performed by the hospital. As per chapter 6.4.2 "monitoring and adjusting the hydrogen peroxide concentration" of cp_IFU_16-xx-xx, the hydrogen peroxide (h2o2) concentration must be checked every day before the heater-cooler is used. If the heater-cooler is not used and is not monitored daily for hydrogen peroxide concentration, the water tanks have to be drained.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report has been supplied confirming the contamination. There is no known patient involvement.